Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had trouble connecting to the transmitter with the implantable cardioverter defibrillator and presented in clinic for a follow up. Upon examination, the device was found in backup vvi operation. The patient reported feeling a mild sensation of device vibratory alert when it went into backup operation. The clinician then restored normal device settings and updated the firmware. The device was paired to the transmitter and a connection was established successfully. There were no adverse consequences to the patient.